Event description:
It was reported that this right ventricular (rv) lead had a shock lead impedance (sli), measuring greater than 200 ohms. This was found on the proximal coil to can pacing configuration. The configuration was reprogrammed to the distal coil to can, where the sli was 51 ohms. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.